Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tpn leaking from tubing connection point could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that tpn leaked from the as lvp 20d 3ss 0.2m cv tubing connection point. The following information was provided by the initial reporter: "rn saw tpn leaking. Called flash team to change tpn. Tpn leaking from tubing connection point. Line clamped".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tpn leaking from tubing connection point could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that tpn leaked from the as lvp 20d 3ss 0.2m cv tubing connection point. The following information was provided by the initial reporter: "rn saw tpn leaking. Called flash team to change tpn. Tpn leaking from tubing connection point. Line clamped."